Event description:
Customer reported being hospitalized due to high blood glucose levels. Troubleshooting was performed and pump passed all tests initially. Customer then mentioned that insulin did not exit the tubing during gthe testing. Technician had customer rurn a 3 unit prime at least 4 times and insulin did not exit.